Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right coil fractured and then subsequently the residual portion from the uterine area was removed in fragments / two fragments of stretched coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ear infection, bronchitis, pneumonia, cellulitis, cellulitis, abscess, bacteremia, sepsis, endocarditis, fatigue, headache, joint pain, foggy feeling in head, sinusitis, dyspnea, wheezing, abdominal pain, constipation, diarrhea, vomiting and thyroid nodule. Previously administered products included for an unreported indication: yaz. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. On 7-jul-2020: medical record received- previously reported event of removal was replaced with the right coil fractured and then subsequently the residual portion from the uterine area was removed in fragments / two fragments of stretched coils. New event pelvic pain was added. Reporter information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.